Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that during a cori-assisted tka, the real intelligence robotic drill suddenly made loud squeaking noises and then blocked completely along with the ri robotic drill attachment and real intelligence robotic drill tracker. It can no longer be dismantled. Surgery was performed, without any delay, changing to manual procedure. Patient is doing well.

Manufacturer narrative:
Section h10: the real intelligence robotic drill attachment rob10015, sn(B)(6), used during treatment, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario was confirmed, the drill attachment and the tracker could not be removed manually or following a key performance characteristics (kpc) test. Loud noises were not heard while running the drill. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed, and it was noticed that the drill attachment¿s retaining nut was loose and therefore does not meet the specifications of 20 ft-lbs. The retaining nut did not have loctite on it. When trying to disassemble the drill attachment it was noticed that the bearings and spacers were stuck. The wiper was removed, and the bearings and spacers were pressed out from the top. It was also noticed that the drill attachment was worn on the inside (behind the threads). The spacers and bearings were inspected and were in specification. The drill attachment was reassembled, and the retaining nut was replaced and fastened to specification. A kpc test was performed which passed. The loading and unloading of the tracker and attachment could be done without any problems. An engineering review was completed. The exposure motor was tested and found to be responsive. The most likely cause of this event is a loose drill attachment retaining nut. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. As part of corrective actions, continuous improvements have been made to the assembly process. The assembly work instruction has been updated to include the application of a thread-lock compound to the drill attachment retaining nut during assembly. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).